Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, automatic mode switching episodes were observed due to far field r-wave oversensing. The patient is not pacer dependent. The device was reprogrammed with no adverse consequences to the patient. The patient is stable.